Manufacturer narrative:
A complaint was received regarding no visual or acoustic alarm, as well as a sluggish touchscreen. Neither of these issues could be reproduced at draeger during reproducibility testing on known good equipment or at the customer site. However, the issue was verified in the logs. It was found the device is installed with a faulty virtium ram module which leads to the high cpu usage and ultimately, the reported symptoms. This failure is intermittent and is cleared by rebooting the device. A CAPA has been opened to address this issue. Patient data is still displayed on the screen. This is a complete report.

Event description:
The customer reported the c500 does not display any visual and acoustical alarms and reacts very slowly to any input or touch. There was no patient injury.